Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. The device was removed from the bath and the flextome device was again attached to an inflation device subjected to positive pressure when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no damage or any issues along the length of the device. A visual and microscopic examination identified no damage or any issues with the blades, markerbands or tip of the device that could have contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-sep-2018. It was reported that the balloon failed to cross the lesion. The target lesion was located in the left anterior descending (lad) artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a pinhole leak within the balloon material.